Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving unknown baclofen with an unknown concentration for a total dose of 500mcg/day via an implantable pump for intractable spasticity. It was reported patient recently moved and was seeing new healthcare professionals (hcp) and had their pump replaced. It was noted that before the pump was replaced, the patient was fine, but after the pump was replaced the patient had complications (symptoms) and they have been working with hcps to resolve them. It was noted they want the pump refilled every 4 months instead of 2 months. It was also noted that the caller wants the patient to be on a lower dose of baclofen. It was noted prior to pump replacement the patient was on 485 and since replacement, the patient has had symptoms and it seems like the patient was going through withdrawal and they have had to increase several times until the patient was at 600. Patient's daughter was concerned they cannot get back to the same dosage. It was noted that they just recently decreased the dosage and the symptoms came back. The patient was experiencing symptoms such as itching, fever, shaking, using the bathroom constantly, issues with their foot, and later described sleepy/dizzy. The patient's daughter was wondering if there was a way if they could tell if the pump was defective. They were redirected to the hcp. It was noted that when the patient's pump was replaced on (B)(6) 2017, hcp could not be there and instructed another hcp to fill the pump with saline before implant. Hcp sent another hcp to the hospital to remove the saline and replace it with baclofen after the implant. Patient's daughter and sister were on the phone at time of date clarifications. On (B)(6) 2017, the day after implant, the patient had symptoms of itching and nausea and they too the patient to the emergency room, and they could not figure out what was going on. The patient had x-rays and bloodwork, and was put on bactrim for a week, so the patient was better for 10 days then. In (B)(6) 2017 the symptoms came back with nausea and diarrhea. The patient was using the bathroom a lot, and every 2 hours it was getting worse and worse and the patient's walking was getting worse. It was noted the patient had to use a brace in the house. The patient was taken to a hcp the next day and they raised the level of baclofen and the patient got a little better, but not totally fine. It was then raised all the way to 550 and the patient's symptoms got better, but still the patient's foot was still not going back to normal. It was noted that they wanted to put the patient on botox. It was noted that the patient was still experiencing itching, so after another week they went back. On (B)(6) 2017 they went back and raised it to 600 and the patient was back to normal. It was noted the patient was fine until last thursday. On (B)(6) 2017 the patient went in for a refill and the patient's daughter told the hcp they do not want the patient on the high level and went back to 500. Then yesterday ((B)(6) 2017), the patient experienced nausea, vomiting, and today ((B)(6) 2017) was dizzy and sleepy. The patient's daughter stated the first time the patient went to 600, the patient was getting better, but the hcp said there may be a problem with the catheter. A computed tomography (CT) scan was requested, but everything was fine. It was unknown if it was a sudden or gradual change in symptoms. Event date was noted as (B)(6) 2017. The patient's current status was not as being addressed by hcp. It was encouraged to continue working closely with the hcp to resolve the issues. It was noted that the patient may seek a fresh opinion from another hcp. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.